Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end jet channel was perforated, the distal end plastic cover was scratched, the bending section glue is separated, the connecting tube is wrinkled, the scope cover is cracked, switch 1 shows signs of wear and tear, the universal cord is wrinkled, there is less angulation, and the biopsy channel was exchanged as preventative maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined; however, it is likely that reprocessing was insufficient due to leaking from the perforating distal end jet channel. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, 4 colony forming units of gram positive bacteria and micrococcaceae were found. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope. On (B)(6) 2022, the air/water channel tested positive for bacillus microorganisms. The biopsy/operating channel, suction channel, and auxiliary channel tested negative. On (B)(6) 2022, the biopsy/operating channel tested positive for three (3) colony forming units (cfus) of pseudomonas aeruginosa. The suction channel tested positive for three (3) cfus of pseudomonas aeruginosa. The air/water channel tested positive for one (1) cfu of staphylococcus epidermidis. The auxiliary channel tested negative. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The air/water channel and auxiliary channel were flushed. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port and distal end/areas around the elevator were manually cleaned with aniosyme x3 detergent and asept inmed double brushes with piston reference # (B)(4). The scope was not manually disinfected. The aer used was a wassenburg wd440 along with wassenburg endohigh detergent and wassenburg endohigh peracetic acid. The scope was stored vacuum packed in a surestore. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.